Event description:
A report was received that the patient was experiencing an allergic reaction to the ipg and starting to develop an infection at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was also experiencing discomfort at the ipg site which described as bothersome. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient was experiencing an allergic reaction to the ipg and starting to develop an infection at the pocket site.